Event description:
Enduser advised turn unit on it goes to a green light for awhile and then switch to yellow light for awhile and then goes to red light with a alarm intermittently. Spoke with tech. Enduser advised a perfecto but could not provide serial number or model number. Enduser called back with serial number but not coming up. Enduser advised also shutting down.